Event description:
It was reported while using the bd vacutainer® sst¿ blood collection tubes thirteen (13) tubes had a damaged stopper. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone # (B)(6). E1: initial reporter facility name: (B)(6) school. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 11-apr-2024. H.6. Investigation summary: bd received 12 samples and 11 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® sst¿ blood collection tubes thirteen (13) tubes had a damaged stopper. No health impact or consequence reported.